Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Troubleshooting was performed. Customer's blood glucose level was 202 mg/dl at the time of the incident. The customer stated that the notification light continued flashing after the battery was removed. The customer was provided with steps to perform to resolve the issue after the call, but the customer stated that they did not feel comfortable with the insulin pump and requested a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file. The power management graph was abnormal. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitored and functioned properly. Then the power management graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, missing serial number label and keypad overlay texture damage.